Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection cable that was not properly seated to a connector. The cable was reseated to correct the reported problem. It could not be firmly established how the cable became misaligned. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.